Event description:
The facility representative reported an infuso.r. Pump with a condition of "not passing function test." This condition occurred during preventative maintenance testing in the "biomed service" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a micro processor unit printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. That would not pass the function test was confirmed and reproduced during product evaluation. This condition was due to a faulty micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.